Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the valves, but no significant deformations or damage were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav 2.0 operates within the accepted tolerance in the horizontal position. The shuntassistant 2.0 does not operate within the specified tolerances in the vertical position. An accelerated of shuntassistant 2.0 could be determined. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, no deposits were found in both valves. To make the deposits in the shunt system more visible, they were colored using a staining solution. Results: based on our investigation results, we cannot detect any functional deviations or other abnormalities on the progav 2.0. Based on our test results, we can determine an accelerated outflow on the shuntassistant 2.0, no deposits were detected. When valves are opened, it is possible to see a large part of the inside. Nevertheless, there are areas that cannot be visually inspected. These areas may contain organic deposits that can impair the function. At the time of the examination, it is not clear to us how the aforementioned functional impairment of the progav 2.0 shunt system came about. Proteins in the cerebrospinal fluid can temporarily affect function and are known side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shunt system (#fx577t) was implanted during a procedure performed on (B)(6) 2019. According to the complainant, the shunt system showed a blockage. The patient underwent a revision procedure performed on (B)(6) 2024. The complainant device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 21 years. Weight: 47 kilograms. Height: 162 centimeters. Gender: unknown.